Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported she had vaginal pain with insertion of a tampon and after two hours she attempted removal but the pledget was stuck inside her vaginal cavity. She was unable to remove the pledget on her own and subsequently went to the ER for removal. A doctor removed the pledget in one piece. She stated she experienced vaginal pain and lower abdominal cramping during and after removal. She did not receive any additional medical treatment and did not experience any adverse health effects.